Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.   New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.   The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Error code e103 was not reproduced. Based on the results of the investigation, since the reproduction of the phenomenon was not confirmed, a presume cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an e103 error code (clv lamp error) occurred. The reported issue was observed while preparing the subject device, prior to an examination screening test. There was no impact on the intended procedure due to the event. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.